Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported the pump was replaced on (B)(6) 2023. The catheter was successfully aspirated and the new pump was connected. The removed pump had been sent back for analysis. It was reported the patient was discharged the following day in good condition. The event was resolved at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Analysis of the returned pump, identified wear on the motor o-ring for gear number three. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. Regarding both motor stalls with motor stall recoveries, the patient was clinically well. There were no factors to determine why the pump had stalled (i.e., no recent MRI, no patient fall, and patient not having been near any electromagnetic interference). Drug changes and refill volumes were consistent. There was no other error in the logs. The physician was questioning if it was advisable to replace the pump. Additional information was received from a foreign healthcare provider via a company representative on 2023-oct-08. As of (B)(6) 2023, no pump replacement was scheduled and no other actions were taken to resolve the motor stalls. The intermittent motor stalls had resolved.

Manufacturer narrative:
B1 update: adverse event <(>&<)> product problem was updated to product problem only regarding additional information received. B2: intervention required was previously selected in the initial report and is no longer applicable regarding additional information received. H1 update: the type of reportable event was updated from previously being a reportable serious injury to now a reportable malfunction regarding additional information received. H6 update: the previously applied imf code f12 and f19 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen (concentration: 2000mcg/ml, dose rate: 898.1mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient came in on (B)(6) 2023 for a pump refill and alerted doctor that pump alarmed. The reservoir volume was consistent and no major changes in volumes were indicated.  The alarm logs were checked.  The critical pump alarm due to motor stall occurred twice and the pump recovered.  A motor stall occurred on (B)(6) 2023 at 3 am with motor stall recovery having occurred at 3:07 am.  A motor stall occurred again on (B)(6) 2023at 13:01 with motor stall recovery having occurred at 13:26.  The patient had not had any signs or symptoms of overdose or withdrawal.    Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that that the patient had not had any changes, and no possible reason was provided.  The physician went ahead and performed the refill and alerted the patient that if the alarm starts again to immediately go to the emergency department at a hospital.  The physician was to flag with the neurosurgeon for potential pump replacement.  No changes were made to the drug concentration or daily dose.  The patient was without injury regarding their status at the time of the report.  The issue was not resolved.  Surgical intervention was planned, but not scheduled.  The pump remained implanted and in-use.  The patient's weight at the time of the event was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. Surgery for pump replacement is tentatively scheduled for (B)(6) 2023. The patient was stable at the moment. The pump¿s last motor stall was on (B)(6) 2023 per the logs. The main concern per the team was not knowing if it will happen again and for an extended period of time making it a high safety risk. The pump is to be returned for analysis once explanted.

Manufacturer narrative:
H1 update: the type of reportable event was updated from previously being a reportable malfunction to a reportable serious injury regarding additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a foreign healthcare provider and consumer via a company representative. The company representative had received a call from the patient on 2023-nov-06 indicating that at their previous pump refill appointment it was noted that there was some short motor stalls and recoveries in the logs. The patient believed they had heard the pump alarm again. This event occurred in the past prior to his last refill on 2023-oct-05. The patient contacted the treating team at the hospital and was brought in on 2023-nov-07 to have the pump interrogated. The patient¿s symptoms were stable . The patient¿s spasms and pain had increased recently. When the pump was interrogated it showed that there had been 4 more motor stalls recorded in the logs since last refill. The stalls only lasted in a range of 5 to 15 minutes in duration. As per the log, the following occurred: 2023-jun-17 15:56 ¿ critical alarm regarding pump motor stall, 2023-jun-17 16:23 ¿ pump motor stall recovery, 2023-sep-29 03:01 ¿ critical alarm regarding pump motor stall, 2023-sep-29 03:08 ¿ pump motor stall recovery, 2023-oct-04 13:02 ¿ critical alarm regarding pump motor stall, 2023-oct-04 13:27 ¿ pump motor stall recovery, 2023-oct-08 21:32 ¿ critical alarm regarding pump motor stall, 2023-oct-08 21:37 ¿ pump motor stall recovery, 2023-oct-08 21:47 ¿ critical alarm regarding pump motor stall, 2023-oct-08 22:02 ¿ pump motor stall recovery, 2023-oct-08 22:10 ¿ critical alarm regarding pump motor stall, 2023-oct-08 23:19 ¿ pump motor stall recovery, 2023-oct-23 21:07 ¿ critical alarm regarding pump motor stall, and 2023-oct-23 21:18 ¿ pump motor stall recovery. The treating team felt that due to the continued occurrence of the motor stalls with no explanation, they would like to proceed with replacing the pump due to safety concerns. Factors that may have led or contributed to the issue were indicated as having been unknown at this time. The patient denied any electromagnetic interference that they were aware of. The issue was not resolved. Pump replacement was planned but not yet scheduled. The pump administered baclofen with concentration 2000.0 mcg/ml at a dose rate of 911.1 mcg/day. It was noted that the pump was not to be returned to the manufacturer.